Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for viable contamination, stainable and voltage output. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) foreign matter was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that contamination in bottles occurred. Customer asks if there has been any reports of contamination in bottles as they are seeing an increase of contaminants in cultures (i.e. Coag negative staph). Lot numbers in use 0329096, 0339290."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0329096. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-11-24. Medical device lot #: 0339290. Medical device expiration date: 2021-09-30. Device manufacture date: 2020-12-04.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) foreign matter was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that contamination in bottles occurred. Customer asks if there has been any reports of contamination in bottles as they are seeing an increase of contaminants in cultures (i.e. Coag negative staph). Lot numbers in use 0329096, 0339290.